Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl (1000 mcg/ml at 1999 mcg/day) and bupivacaine (15 mg/ml at 2.998 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient missed a refill appointment in (B)(6) 2019 and the pump was alarming. The alarm was described as sounding like a tone. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the critical alarm was triggered 2-3 days ago and that the patient had an appointment on (B)(6) 2018. No further complications have been reported as a result of this event.